Event description:
Caller reported blood glucose results of 198 mg/dl using advantage / sensor system 1 and 101 mg/dl using advantage / sensor system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Medwatch with (B)(6) is for advantage / sensor system 1, medwatch with (B)(6) is for advantage / sensor system 2.